Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "pain", "anxiety" and "rupture". Device has been explanted.

Event description:
Patient provided additional information. Imaging done with ultrasound on right breast showed, rupture along with free silicone.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.